Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the upper sensor not operating correctly. There was no additional information available.

Manufacturer narrative:
Other, other text: b5: additional info received via email 7-mar-2022. Event occurred during pm. No patient involvement was reported. H6: event problem and evaluation codes: updated

Manufacturer narrative:
Additional information b5, d5. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Came in with pressure chamber. The technician tested fluid warmer with the air detector attached and the temperature check installed. The reported issue was not confirmed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.the technician replaced printed circuit board (pcb) as a preventative action.

Event description:
Additional information received via email 7 mar 2022. Event occurred during preventative maintenance. No patient involvement.

Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.